Event description:
Customer's family member reported two occasions where the customer experienced hypoglycemia after readings that were normal or high. In june customer received a reading of 107 - 114 mg/dl around 9:00 am. At 10:30 am, customer visited doctor and received a reading of 40 mg/dl. Customer felt a lack of energy and did not move around. Later that evening, customer was tested at the hospital with a reading of 40 mg/dl. Customer was treated at the hospital with IV and glucose injections. Customer also suffered from a bronchial infection during the event. About a month ago, customer went to bed and could not be awakened. Customer was tested with the meter with a result of 300 mg/dl. Paramedics were called and received a comparison.